Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on escape and act button. No button error alarm and audio/beep anomaly noted during testing. Unable to perform any tests due to buttons unresponsive. Insulin pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 332 mg/dl two days prior to call and declined troubleshooting. Customer stated that the insulin pump alarmed button error and the buttons works intermittently while trying to deliver a bolus. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump did not beep when a low reservoir alert was received. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.